Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the insulin pump was exposed to moisture. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)